Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus found that defective endoscopic image was displayed at the inspection line at a branch. The endoscopic image was pinkish and intermittent. Horizontal lines appeared on the endoscopic image and it sometimes froze. Olympus 190 series endoscope was plugged in this device when the malfunction was detected. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the olympus customer service in india. The incoming inspection by the customer service found that the endoscopic image froze and there was a defect of the dp circuit board during the visual inspection. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Omsc also found that more than six years has passed since the device was manufactured. The exact cause of the event could not be conclusively determined. However, it may be caused due to a time-related deterioration.